Event description:
It was reported that the patient with this pacemaker presented to the emergency room with shortness of breath and a heart rate in the 20 beats per minute (bpm) range. A lead safety switch (lss) had been triggered due to right ventricular (rv) pace impedance measurements of greater than 2500 ohms. Noise, oversensing, pacing inhibition and loss of capture (loc) were noted in unipolar configuration. It was noted that the patient was pacemaker dependent. The device was reprogrammed. The lead was surgically abandoned. At this time the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room with shortness of breath and a heart rate in the 20 beats per minute (bpm) range. A lead safety switch (lss) had been triggered due to right ventricular (rv) pace impedance measurements of greater than 2500 ohms. Noise, oversensing, pacing inhibition and loss of capture (loc) were noted in unipolar configuration. It was noted that the patient was pacemaker dependent. The device was reprogrammed. The lead was surgically abandoned. At this time the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room with shortness of breath and a heart rate in the 20 beats per minute (bpm) range. A lead safety switch (lss) had been triggered due to right ventricular (rv) pace impedance measurements of greater than 2500 ohms. Noise, oversensing, pacing inhibition and loss of capture (loc) were noted in unipolar configuration. It was noted that the patient was pacemaker dependent. The device was reprogrammed. The lead was surgically abandoned. At this time the pacemaker remains in service. No additional adverse patient effects were reported.